Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/31/2020. Additional information: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ph2251, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteromyomectomy procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke. When hysteroscopic hysteromyoma was sutured,the suture and needle were completely passed through the trocar into the abdominal cavity, and the uterus was sutured with a needle, which broke when the needle was passed through the uterus. The doctor removed the two needle pieces and compared them straight to make sure there was no metal remains in the patient. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.